Manufacturer narrative:
Product complaint # (B)(4). Pc: surgical intervention, device breakage, medical device removal. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient scheduled for lami decompression with hardware removal of stainless steel vsp implanted in 1992. L5-s1 construct. Left l5 screw was broke and removed.